Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 484mg/dl and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the nurse to run a manual prime test and the insulin did exit. The high pressure test could not be performed as customer did not the tubing clamp to perform the test. No further information was provided.